Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: ryujin, 2.5 x 15 mm nc trek, guide wire: pt choice, stent: 2.25 x 16 mm synergy, 2.25 x 23 mm xience alpine. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid right coronary artery (rca). A balance middleweight (bmw) universal ii guide wire was advanced to the lesion and a non-abbott semi-compliant balloon catheter was used for pre-dilatation. A 2.25 x 23 mm xience alpine stent delivery system was advanced but could not cross the lesion. A non-abbott guide wire was advanced for support; however, the xience alpine still could not cross. A 2.25 x 15 mm nc trek balloon catheter was used for additional pre-dilatation and again the xience alpine was advanced but could not cross. A non-abbott stent was successfully deployed. The xience alpine was then deployed in the proximal segment of the ostium. When the bmw guide wire was removed, the tip of the guide wire separated and it embolized in the artery. No attempts were made to remove the separated tip and it remains in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported separation however the patient effects appear to be related to circumstances of the procedure as the separated portion of the guide wire embolized in the artery and was not removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction to return status of device.